Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
According to the article titled, "a multicenter evaluation of paradoxical adipose hyperplasia following cryolipolysis for fat reduction and body contouring: a review of 8658 cycles in 2114 patients," it was reported that a male patient aged 45 who was treated with coolsculpting using 3 cycles to the lower abdomen developed paradoxical hyperplasia (pah/ph) at 16 months post treatment. The treated areas presented with a significant increase from baseline in volumization of the lower half of the anterior abdomen as well as the lateral flanks and physical exam revealed hardness of tissue upon palpation. Nikolis a, enright km. A multicenter evaluation of paradoxical adipose hyperplasia following cryolipolysis for fat reduction and body contouring: a review of 8658 cycles in 2114 patients. Aesthet surg j. 2021 jul 14;41(8):932-941. Doi: 10.1093/asj/sjaa310. Pmid: 33216910; pmcid: pmc8279305.